Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (20 mg/dl), and "passed out". Customer stated low bg's were due to drinking alcohol and not consuming food. Customer was taken to the emergency room and was treated with glucagon and released from the emergency room approximately 4 hours later.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (20 mg/dl), and "passed out". Customer stated low bg's were due to drinking alcohol and not consuming food. Customer was taken to the emergency room and was treated with glucagon. Customer was released from the emergency room approximately 4 hours later. Upon being released from the emergency room customer's bg level was 90 mg/dl. Reportedly, customer was able to be released from the emergency room due to bg levels coming back up.